Event description:
It was reported that the code blue calls for the labor and delivery unit rooms (B)(6) did not route, via the voalte nurse call system, to the pbx operator location. The customer confirmed that there was no patient impact or injury associated with this event, and the alert routed properly to the associated unit. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. All calls route to a primary monitoring device (grs-10 nurse console, calls can also to be configured to route to secondary communication device locations (pbx operator, wireless phones, etc). Troubleshooting activities performed by hillrom technician determined that the associated unit/rooms needed to be added to the pbx monitoring configuration. The configuration was programmed so that the associated pbx could monitor the associated unit's code blue calls. The customer confirmed the configuration change worked as intended. No further assistance was required by the customer. It is noted that it was the customer's expectation that the unit's code blue calls were already being monitored by pbx. In this event, there was no injury or impact to any patients, as confirmed by the customer which concludes a serious injury did not occur. Additionally, the customer confirmed that the call routed appropriately to the primary location of the device. The root cause of the event was that the configuration of the associated unit did not include monitoring by the pbx location, which was resolved by a configuration change. Although there was no injury, if a code blue call not routing to the pbx were to result in a missed code call notification it would likely cause or contribute to a death or serious injury.